Event description:
The pt called alleging that the meter displayed hi. The pt contacted their physician and were advised to continue testing; however, to watch what they were eating. Customer service was unable to resolve the issue, since when the meter was powered on it displayed the "not ok" message. Customer service sent the pt a replacement meter. This case is being reported as a malfunction, since the "not ok issue was not resolved.